Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette and into the cycler. While removing the tubing set, pt stated there was a fluid leak in the cassette door area. Pt was able to complete the treatment manually and had no adverse effects. Sample has not been returned to MFR.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.